Event description:
A pump was reported to have issued an alarm 20 during pumping. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.